Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, damaged comb, gears, damaged hardware, and the ratchet was repaired. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the wrench did not release. Initial inspection of the skin graft mesher on (B)(6) 2017 revealed that the device could not be pre-tested due to the damaged comb. Also the ratchet gear was damaged and would not ratchet and the roller, gear, and comb were damaged upon visual inspection. Additional information received (B)(6) 2017 confirmed the event took place during surgery; however, there was no harm to the patient or operator. It is stated there was most likely a delay; however, it is unknown how long this delay was.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The skin graft mesher was manufactured on september 15, 2015, and is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the device could not be pre-tested due to the damaged comb. Also the ratchet gear was damaged and would not ratchet and the roller, gear, and comb were damaged upon visual inspection. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, damaged comb, gears, damaged hardware, and the ratchet was repaired. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed due to the damaged comb. No testing was able to be performed due to the damaged comb. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined.